Event description:
It was reported that revision surgery was performed due to dislocation. The femoral head was exchanged.

Manufacturer narrative:
The associated complaint devices were not returned. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. The root cause of the dislocation was not identified and the outcome of the revision procedure was not reported. The patient impact beyond the reported revision could not be determined. Should patient specific clinical documentation become available in the future, the clinical/medical task may be re-evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.